Event description:
It was reported the cut or coag did not function with the same amount of power.

Manufacturer narrative:
This MDR is being filed based on a retrospective review of complaints rec'd by the MFR for the time period (B)(4) 2010 through (B)(4) 2012. The pulsar generator was rec'd in fair condition. The reported event could not be replicated. All tests were normal. Applicable software and hardware upgrades were performed. The unit passed testing and was recertified for use.